Manufacturer narrative:
The complaint sample was evaluated through photographic inspection and the reported event was confirmed. Photographs provided identified signs of repeated use and the stem of the provisional had fractured. The device history records were reviewed and no discrepancies were identified. The root cause of the reported issue is attributed to repeated use of the instrument for more than 15 years. The instrument shows wear and tear which lead to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the tibial provisional fractured when the surgeon trialed the device during knee arthroplasty. No adverse events were reported as a result of this malfunction.